Manufacturer narrative:
H.6 investigation summary: material #: [367815]. Lot/batch #: [2130972]. Bd had not received samples, but [3] photos were provided for investigation. The photos were reviewed and the indicated failure mode for [tube push off] with the incident lot was not observed. Additionally, [20] retention samples from bd inventory were subjected to a draw test for low or no draw and to observe if tube push off occurred. All tubes were within specification. No tubes experienced underfill during the testing and all tubes were in specification. Additionally, no tubes experienced tube pushes off during testing. Therefore, bd is unable to confirm tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use with 10 bd vacutainer® serum blood collection tubes the tubes would push off non patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter: upon blood collection, 367815 will bounce out after being slightly filled. Based on user description, the tube is around one third or less filled. Occurrence rate probably at (B)(4).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use with 10 bd vacutainer® serum blood collection tubes the tubes would push off non patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter: upon blood collection, 367815 will bounce out after being slightly filled. Based on user description, the tube is around one third or less filled. Occurrence rate probably at (B)(4) or lower.